Event description:
On (B)(6) 2019, a 20mm amplatzer atrial septal occluder (aso) was selected for implant. When the physician attempted to deploy the 20mm aso, the device deployed deformed, cobra head shaped. The physician removed the device from the patient via the delivery sheath without issue. After removing the device from the patient's body, the physician deployed the device, and the deformation persisted. The device returned to its correct conformation after physical manipulation by the physician. The 20mm aso was exchanged for a second 20mm aso device which was then placed across the asd and deployed successfully without incident. The patient was reported with no adverse consequences.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.